Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer was overheating due to an out of electrical specification main printed circuit board (pcb). Analysis also noted that the electrocardiogram (ECG) connector was loose. All found defective parts were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. The programmer was returned for service. There was no patient involvement.